Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd tube underfilled. The following information was provided by the initial reporter: "material no. Unknown, batch no. Unknown. It was reported that blue citrate tubes lost vacuum. Per email: on several occasions blue citrate tube lost vacuum and caused a re-draw. Dates of occurrence were not recorded. It remains unknown when this issue started but was said to continue on occasion."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. See h10.

Event description:
It was reported that an unspecified bd tube underfilled. The following information was provided by the initial reporter: "material no. Unknown batch no. Unknown it was reported that blue citrate tubes lost vacuum. Per email: on several occasions blue citrate tube lost vacuum and caused a re-draw. Dates of occurrence were not recorded. It remains unknown when this issue started but was said to continue on occasion."